Event description:
It was reported that the user received a ¿connect cgm or dosing will stop¿ alert while using the ilet bionic pancreas with a dexcom g7 continuous glucose monitor (cgm), which was traced to the user not entering the required four-digit pairing code for the prior sensor; a new sensor was started and paired with the provided code, and the sensor began warm-up. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. User support included interviews and analysis of information provided by the user, focused on an improper or incorrect use procedure. Investigation of this case revealed no device problem and identified a usage problem related to the cgm pairing process; no specific device component was applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.